Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01966.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs). It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the pod pc through a non-penumbra microcatheter in the target vessel, the physician encountered resistance after the pod pc formed three loops, and the physician then flushed the pod pc. While re-attempting to advance the pod pc, the physician encountered resistance about 5 cm from the tip of the microcatheter; therefore, the microcatheter containing the pod pc was removed. While advancing a second pod pc through another microcatheter, the physician encountered resistance about 5 cm from the tip of the microcatheter; subsequently, the physician decided to remove the pod pc. While retracting the pod pc, the physician encountered resistance, and the pod pc unintentionally detached within the microcatheter; therefore, the microcatheter containing the detached pod pc was removed, and they were not used for the remainder of the procedure. An angiogram was performed and suggested there was a decline in blood flow to the inferior gluteal artery (iga). The procedure was completed using other penumbra coils and the first microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the pusher assembly approximately 62.0 and 68.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod pc revealed a functional device. During functional testing, the pod pc was able to advance through its introducer sheath, a demonstration lantern and both returned non-penumbra microcatheters without an issue. The reported patient¿s tortuous anatomy may have contributed to the difficulty advancing the pod pc during the procedure. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental the reported complaint. Evaluation of the first returned non-penumbra microcatheter revealed an ovalization. This device was used to complete the procedure; therefore, the ovalization was likely incidental to the reported complaint. Evaluation of the second returned non-penumbra microcatheter revealed an ovalization on its distal end. This damage may have contributed to the unintentional detachment of the second complaint pod pc that was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01966.